Manufacturer narrative:
It was noted that the cement was mixed in a revolution cms w/brk fem nzl, cat # 0606593000. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon noticed the foreign brown material in the revolution with the cement polymer. The ampoule of the monomer was not opened at the time. Spare product was used instead of them and the procedure was completed.

Manufacturer narrative:
An event regarding foreign matter involving simplex p powder was reported. The event was confirmed. Method & results: -device evaluation and results: it is noted that the foreign matter was returned separated from the powder. The foreign matter is of a sliver type, red and white in colour and measures approximately 2.5mm long. The returned simplex powder was visually inspected under light and no further foreign matter was observed. Material analysis indicated that the particle could potentially be a mix of polyurethane and a polyamide. -medical records received and evaluation: not performed as the device was not implanted and no adverse consequences to the patient were reported. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review complaint history review determined that there were no other similar reported events for this lot. Conclusions: the material analysis indicated that the foreign matter could potentially be a mix of polyurethane and a polyamide. Review of the manufacturing process concluded that the source of the particulate is not likely to be the simplex powder manufacturing process. It is possible that the source of the particulate could be from the hospital environment.

Event description:
The surgeon noticed the foreign brown material in the revolution with the cement polymer. The ampoule of the monomer was not opened at the time. Spare product was used instead of them and the procedure was completed.